Event description:
The customer reported obtaining decreasing hemoglobin (hgb) and white blood cell (wbc) results across multiple runs for two (2) patients, involving the lh 500 hematology analyzer. The customer performed a random repeat on patient 1 and noted of the issue with decreased hgb and wbc results. The customer repeated patient 1 sample four additional times and noted significant decrease in hgb, red blood cell (rbc), hematocrit (hct), wbc, and platelet values as compared to the post-service run which was considered correct. There were no instrument flags generated on patient 1 results. Patient 2 was also showed a similar pattern of decreasing values; however, the wbc results were consistent with multiple reruns and there was an instrument flag on plt for third rerun. The customer stated that patient 2 initial results were verified as correct. The customer used patient 2 sample to check for similar inconsistencies exhibited by patient 1. The customer did not report any discrepant results out of the laboratory and there was no change or affect to patient treatment in connection with this event. The samples were collected in 3 and 5 ml ethylenediaminetetraacetic acid (edta) tubes 4 hours prior to analysis and pre-mixed for 15 minutes. Quality control (qc) results prior to and following the event were within the established specifications.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and observed that pinch valve pv20 actuator was not fully actuating. The fse proceeded to replace the actuator to resolve the issue and verified the repair as per established procedures.